Manufacturer narrative:
The technician found the side com power control board assembly was damaged. The technician replaced the side com power control board assembly to resolve the issue.

Event description:
The technician alleged the bed had no nurse call function. No pt impact.